Event description:
A valiant stent graft system was attempted to be implanted in the patient for the endovascular treatment of a 65 mm in diameter, and 15 mm in length, thoracic aortic aneurysm. Diameter of the aorta above the subclavian was 29mm and 31mm above the celiac trunk. Another manufacturer's guidewire and a sentrant sheath were used during the index procedure the patient presented emergently with descending thoracic aortic dissection and aneursysmal dilation with signs of a periaortic hematoma. There was a pre-operative aneurysm rupture. It was reported that, during the index procedure, the device was difficult to position. The device could not be released from the delivery system and the delivery system was removed from the patient. The physician elected to use another valiant device and the procedure was completed. Per the physician, the cause of the event was due to the patient's tortuous anatomy. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: from the images provided; the cause of the event was most likely due to the patient¿s anatomy. The kinks noted on the graft cover are indicative of severe manipulation of the delivery system in an attempt to position the device to the intended landing zone. The kinks on the graft cover may have prevented the full deployment of the stent graft.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.